Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: a review of manufacturing records and complaint databases did not identify any anomalies. No other complaints under the lot number. No product was received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product code 117847025, work order (B)(4) was manufactured on 15 jul 1998. (B)(4) parts were manufactured per specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision planned because of normal and expected pe wear.